Manufacturer narrative:
Additional information has been received regarding the product change which was not included in the initial report. So, the correct product material has been changed from mmt-1892 to mmt-1882 as per new additional information and updated in sections b5 (updated the summary), d1/d2a/d2b (product code, brand & device name) and d4 (product model, catalog and primary UDI number) with this supplemental report. The pump passed the rewind test, prime/seating test, basic occlusion test, force sensor test, and displacement test. The pump history and trace files were successfully downloaded using thump. There were no unexpected pump rewind errors during testing. A review of the pump history file shows there were not any motor related critical pump error alarms recorded. The pump was cut open to perform a visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, and force sensor. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, cracked battery tube threads, cracked battery compartment, and pillowing keypad overlay. The complaint of pump not advancing after rewinding (motor related errors) is not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: the event involved product(s) mmt-1882. Mmt-1882 was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a pump error alarm and customer was able to clear the alarm but was unable to complete the rewind process. The customer reported no adverse event. The event involved product(s) mmt-1892. Troubleshooting was not performed and the the operation does not advance after rewinding. No harm requiring medical intervention was reported. Product return required for mmt-1892 and it was unknown whether the product will be returned or not.